Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was displaying a "no video detected" message. The camera cart monitor was displaying normal video. There was troubleshooting present. It was reported that tools were unavailable. Technical services (ts) had the manufacturer representative (rep) open up the monitor settings to make sure the monitor was set to high-definition multimedia interface (hdmi) input with no change. There was no patient involvement. Additional information was received. It was reported that the rep wiggled the hdmi cable on the monitor end to see the signal go in and out. The monitors were swapped and it was found the issue was with the cable and not the monitor. Additional information was received. It was reported that after replacing the hdmi cable, the issue was not resolved. When the monitor was touched or moved, the monitor displayed, "no video detected". When the hdmi cable was wiggled at the connection to the monitor, the video cut in and out. The rep reported that the cable was able to be moved forward and back inside the hdmi port on the monitor and that the connection did not seem snug. It was confirmed the hdmi cable was seated fully in the port in the monitor with no visible damage to the monitor nor cable. The hdmi cable from the monitor to the hdmi out port was connected on the I/o panel with no effect. The camera cart monitor displayed the expected video with no issue throughout duration of troubleshooting.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735823 (serial/lot: unknown) and product ID 9735795 (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0902 captures the video/signal cutting in and out and the no video detected and a1102 captures the message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional review indicated codes d15, d16, b17, b21, c20, c21 are no longer applicable to the event. Codes d02, b01, c13 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)), and to the cable (product ID: cable 9735823 hdmi 3m s8 svc, serial/lot: unknown). Codes d14, b01, c19 apply to the monitor (product ID: monitor 9735795 hd m-touch 27in s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735795, lot number: 24105274, was returned to the manufacturer for analysis on 9/26/2024. In summary, no faults were found. The touch worked on the whole monitor. The sound was normal and the monitor displayed a good image. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. H3, h6) the product ID: 9735823, lot number: unknown, was returned to the manufacturer for analysis on 9/26/2024. In summary, no faults were found. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. H3, h6) the product ID: 9735823 and product ID: 9735795 have returned to the manufacturer and are pending analysis. Codes b21, c21, and d16 are applicable. H2) additional information: the system displayed "no video detected" again. The cable connection into the back of the monitor was checked and the connection looked good. The hdmi cable was swapped over to the camera cart and the input was swapped to hdmi. The camera cart monitor displayed "no video detected". Additionally, when-on site, it was reported that both monitors displayed "no video detected". The camera cart monitor input to dp from hdmi was swapped and the video displayed as expected. The main cart monitor input to hdmi from dp was changed and the monitor still displayed "no video detected". The back of the main cart monitor cover was taken off, and it was reported the hdmi cable was so tightly connected to monitor that the cable was kinked inside the port. The slack in the cable was brought out at the monitor end and the cable was reseated and the issue was resolved. It was also reported some of the screws on the camera cart were stripped out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d has been updated with the system's correct serial number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see the aware date in this report as the correct aware date for the previous supplemental MDR. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.